Event description:
Information was received that the patient's lead and generator was replaced due to high impedance. The patient's generator has been received into analysis however analysis has not been completed to date. Details were received regarding the troubleshooting performed during surgery. It was noted that the first time they checked the generator itself and inserted the test resistor pin to check the old generator and this showed up with normal diagnostic results. It was also noted that they reinserted the lead pin at the beginning and a system diagnostic was done and this didn¿t resolve the high impedance. The surgeon then decided to put a new lead on, and used a 2 mm lead however previously the patient had a 3 mm lead. The surgeon checked to make sure the new lead was on correctly then was attached to the old generator and after system diagnostics still showed high impedance. It was noted that the scrub tech at the surgery noted that when the lead was being put on the nerve, it seemed like the surgeon put the coils on upside down or backwards in a way that it looked like it wasn¿t coiled properly. The new generator was then implanted and connected to the new leads and showed normal impedance. The scrub tech thought it might be that the lead wasn't put on correctly however it is unknown whether leads were revised between the generator change. No additional relevant information has been received to date.

Event description:
Information was received that it was advised to the or support specialist that the high impedance error being seen in surgery could be a software issue. Generator analysis was completed and no anomalies were found. No additional relevant information has been received to date.

Manufacturer narrative:
F10. Adverse event problem, health effect - impact code, corrected data: f1905 inadvertently not coded in supplemental MDR #1.

Event description:
It was reported that the patient had an increase in seizures shortly after their battery replacement. The diagnostics were noted to be within normal limits at the time of replacement. The patient was then seen on at a later date and upon interrogation it was noted the device had a high impedance and low output current. The patient states they had no recent trauma, just one fall during a seizure a month prior, but that the patient's seizures had already increased in frequency at this time and patient does not think this is what caused the potential lead break. Patient states she does not feel any pain. No surgical intervention has been reported to date. No additional relevant information has been received to date.